Event description:
It was reported that the patient went to their doctor¿s office on (B)(6) 2014 and said that their device had never worked since implant. The patient was unable to charge. It was unknown when the patient last successfully recharged. The patient came back on (B)(6) 2014 and the patient¿s device was confirmed to be in overdischarge. It was unknown what number overdischarge this was. The patient did not have a charging belt and the wires on their charger were frayed. The cord had been frayed for about a year prior to the report. A physician mode recharge (pmr) was started and reprogramming was noted. It was later reported that the patient¿s device did work after implant and the patient had been trained to recharge and seen several times prior to this report about charging. The pmr was successful at recovering the device and the patient was sent home with a replacement recharger to continue charging. The manufacturer representative did a ¿power on reset¿ prior to the patient leaving the office and an impedance was also performed which showed electrodes 8-15 were greater than 10,000 ohms. The patient only had left side stimulation. The patient was unable to get their device to recharge after the pmr. They were going to meet with their doctor on (B)(6) 2014 to discuss replacement or removal. The patient status was listed as alive with no injury at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID a01411002, serial # unknown, product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(6), implanted: (B)(6) 2009-, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30; serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37791, serial # unknown, product type recharger; product ID 37791, serial # unknown, product type recharger; product ID 37754, serial # (B)(4), product type recharger. (B)(4).